Event description:
It was reported that the patient did not charge their ipg as recommended. As a result, the ipg had become inoperable. On (B)(6) 2022 the patient underwent a surgical procedure during which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Exact date of event is unknown.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.